Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, h3: analysis of the (serial #: (B)(6)) found the door would not open. After troubleshooting the winch gear was found to be damaged. The winch was replaced to resolve. No further issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while the site was demonstrating the emergency door open procedure that door will no longer open. Attempted the override button with the m on pendant and issue persist. There was no patient involvement.

Manufacturer narrative:
H3, h6: the product ID: bi71000429, lot number: w2111010312 rev. K, was returned and analysis confirmed the reported event. Visual inspection showed the center cog gear was missing teeth and was damaged. The door winch assembly was damaged. Previously reported codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.